Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had complications with their initial surgery, where their pericardium was "punctured" during implant attempts of a left ventricular (lv) lead. A cardiac resynchronization therapy (crt ) system was not implanted, and a implantable cardioverter defibrillator (ICD) system was implanted instead. The patient also indicated that this required extended hospitalization. No additional information could be obtained through follow-up with the clinic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the competitor guidewire was observed to be in the pericardial space which caused the coronary sinus vein to dissect and perforate causing a small pericardial effusion. The lv lead attempt was abandoned and never implanted.